Event description:
The physician reports that the crystalens haptic tore during delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the damaged lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR #2031924-2010-00033.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the lens damage is related to injector use. The device was returned to b&l for evaluation and subjected to visual examination, which revealed a small haptic tear at the hinge and the opposing haptic had small tears near the loop/haptic junction. The lens damage is consistent with lens damage associated with lens injector use. (B) (4): sutures.